Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and confirmed the reported issue. He found that the patient pump 2 was blocked and could not rotate triggering the error code. The patient bridge was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A mechanical/electrical failure of the pump caused the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a patient pump malfunction during procedure. Device reboot did not solve the issue. There was no report of patient injury.